Event description:
It was reported that the physician's handheld computer screen was cracked. A manufacturer representative at the site indicated that the appearance suggested that something may have been dropped on it. The handheld computer was returned and is currently undergoing analysis. No patients were believed to have been affected by the cracked screen.

Event description:
Analysis of the returned handheld computer and associated software has been completed. The cracked screen was confirmed and resulted in the device being unresponsive. The condition of the returned handheld computer suggests that the cracked screen was likely related to mishandling. After the screen was replaced with a known good screen, the handheld computer performed to specifications. No anomalies were found with the associated software.